Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. Unit received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive while attempting to deliver a square/wave bolus. The insulin pump's screen went blank. The act button was not responding. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.